Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/a33 test due to faulty fsr.(gold) motor was tested outside the device and passed. No motor error alarm noted. Unit received with scratched lcd window and cracked reservoir tube lip noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 345 mg/dl. Troubleshooting was performed. The device was returned for analysis.